Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 90% stenosis, moderate tortuosity and moderate calcification. Two 2.5 x 15 voyager nc balloon catheters were advanced; however, the balloons ruptured on the first inflation at 22 atmospheres. This was direct-stenting, no pre-dilatation performed. A new 2.5 x 15 voyager nc was used. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other 2.5 x 15 voyager nc balloon catheter referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.